Event description:
A cashmere 14 platinum microcoil 9 mm x 22 cm (src14092220/c10368) and a micrusphere xl platinum microcoil 5mm x 10cm (ssr10051020/c15485) would not detach after multiple attempts and multiple catheter/coil re-positions. The coils finally detached when the physician removed each coil. 2cm of the coils were being pulled back into the echelon 10 microcatheter when the coil detached. The physician was able to push both coils into the aneurysm through the microcatheter after they detached. Both the coils and microcatheter are being sent in. Patient death did not occur as a result of the event. There were no damages noted on the coils prior to use. There was no resistance/friction during deployment of the coil system through the microcatheter. The same microcatheter, detachment control box, and connecting cable were used successfully with other coils after this incidence. There was no torquing of the dpu required during positioning of the coil in the aneurysm. A pre-deployment electrical check was performed for both coils. The low battery light and fault light were not seen during the case for both coils. Upon pressing the power button, all lights illuminated for both coils. The green system ready light illuminated for both coils. During the detachment cycle, the detachment lights illuminated for both coils. The audible signal beeped and all connections appeared to fit properly without application of excessive force for both coils.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The product was received for analysis, but it has not been completed. Additional information will be submitted within 30 days of receipt. Concomitant medical products and therapy dates: micrusphere xl platinum microcoil 5mmx10cm (ssr10051020/c15485); echelon 10 microcatheter (details unknown).

Manufacturer narrative:
During coil embolization of an unknown vessel, a cashmere 14 platinum microcoil 9 mm x 22 cm (src14092220/c10368) and a micrusphere xl platinum microcoil 5mm x 10cm (ssr10051020/c15485) would not detach after multiple attempts and multiple catheter/coil re-positions. Each of the coils finally detached as the physician was attempting to remove them. 2cm of the coils were being pulled back into the echelon 10 microcatheter when the coils unintentionally detached. The physician was able to push both coils into the aneurysm through the microcatheter after they detached. There was no damage noted on either of the coils prior to use. There was no resistance/friction felt during deployment of either coil system through the microcatheter. The same microcatheter, detachment control box, and connecting cable were used successfully with other coils after this and were not returned. It was reported that there was no torque applied to the dpu during positioning of the coils in the aneurysm. A pre-deployment electrical check was performed for both coils. The low battery light and fault light were not seen during the case for both coils. Upon pressing the power button, all lights illuminated for both coils. The green system ready light illuminated for both coils. During the detachment cycle, the detachment lights illuminated for both coils. The audible signal beeped and all connections appeared to fit properly without application of excessive force for both coils. There was no reported patient injury as a result of the event. (B)(4) (micrusphere) the coil was implanted. The device positioning unit (dpu) passed electrical testing. The detachment fiber received heat and melted as designed. Therefore, the root cause of the coil passing the pre-deployment electrical check, followed by its failure to detach inside the aneurysm and the unintended detachment inside the microcatheter during removal cannot be determined. In addition, without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot (ssr10051020/c15485) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. (B)(4) (cashmere) the distal section of the device positioning unit (dpu) containing the resistive heating coil section exhibits multiple detachment attempts. There was a partial melting detachment fiber which extended above the distal tip of the dpu. The dpu passed electrical testing. The echelon 10 microcatheter which did have initial testing resistance issues of unknown origin. It did finally pass inspection and functionality testing, and the initial resistance could not be duplicated through further multiple testing. The most likely contributing factor to the coil¿s non-detachment followed by an unintended detachment inside the microcatheter may have been due to a loss of tension of the detachment fiber. This may have caused a possible partial loss of direct contact of the detachment fiber against the heating surface and/or the fiber¿s extension above the resistive heating coil¿s socket ring. The partially melted detachment fiber most likely temporarily captured the coil by adhering to the coil¿s socket ring or to the stretch-resistant suture. When the coil was being retracted for removal, the temporarily captured coil was released into the microcatheter. The exact circumstances that may have led to the possible loss of fiber tension of the detachment fiber cannot be determined. In addition, without the return of the complete detachment system and the coil used in the procedure, it cannot be determined if these components contributed to the complaint event. A review of the manufacturing documentation associated with this lot (src14092220/c10368) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Summary without the return of the complete detachment system, no definitive root cause for the detachment failures could be determined. Based on the information received and laboratory analysis, no corrective action is warranted at this time.